Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
During a pacemaker generator/component exchange procedure, dr. Lee indicated that he saw a spark while dissecting around a lead on coag setting 5. The rep was not aware of the doctor touching the lead at any point during the procedure. The lead insulation was damaged and required a new lead to be installed causing a 15+ minute delay. No injury to the patient was noted and case was completed successfully. Patient information incomplete and missing patient information unable to be obtained as customer contact refused to provide requested information.